Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker further observed that the device kept would not complete boot-up cycle. The root cause was due to to the operator interrupting the software update by opening the lid. Stryker archived the device.

Event description:
The customer contacted stryker to report that their device had no voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has been provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had no voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.